Event description:
Signs/symptoms/diseases being reported: pain, seriousness = none, related to device: uncertain, continue knee pain - no excessive, physical therapy, naprosyn given as treatment, with a resolution of event: unresolved as of (B)(6), 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.